Manufacturer narrative:
(B)(4)

Event description:
A canadian customer had received blood glucose readings on the contour xt as low as 1.7mmol/l and sometimes had to go to the hospital two or three times a week. She sometimes felt dizzy to the point of passing out. Further information was not provided. Requested to have customer return the strips for evaluation. New meter and strips were sent to her.